Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# : (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient had a full system implant on (B)(6) 2019; rep left facility upon completion and was present for scheduled post-op appointment on (B)(6) 2019 to turn stimulator on and review equipment usage. Facility notified rep that patient had a complete system explant same day, due to increased pain in legs. Physician verified a hematoma with imaging, so he explanted system. Facility told rep patient is reporting some weakness in legs still, but marked improvement since explant. No further complications were reported or anticipated.